Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient had just ate and was sitting when she suddenly felt awful. She was shaking, feeling feverish, nauseous, migraine, weakness, dizzy, and incoherent. The cgm reading was 91 mg/dl but the bg reading was 58 mg/dl and was dropping fast that it read 47 mg/dl and was stuck at that reading for 45 minutes. She did a calibration to try and fix it and the cgm reading decreased to 58 mg/dl. Her husband then called emergency medical technicians (emt) and they arrived 10 minutes later at around 11:10 pm. Her husband then picked her up and put her in the gurney then straight to the ambulance. The patient was treated with IV glucose and the bg reading was 41 mg/dl. They stayed in the ambulance for 15 minutes making sure she stabilized before taking her to the hospital. At the hospital around 11:45 pm the patient was treated with valium (diazepam) and zofran (anti-nausea medication). They took another bg reading which was 127 mg/dl and the 2nd bg reading was 105 mg/dl. The patient was discharged after 3 hours or more around 3:00 am. Before being discharged, the bg reading was 85 mg/dl and the cgm reading was 81 mg/dl. At the time of the report the patient was feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.